Event description:
As I was inspecting this device I noticed that every pump has what appears to be a chip on the membrane. However, it is on every pump so I don't know that it is a defect but it appears to be a chip and gives the illusion that it is chipped. With the recent concerns around these pumps this may appear as a defect. I have compared this with new membranes and have found it to be the same with new ones, but even yet it is not a smooth cut so something in manufacturing might be off just a bit as the cut where it appears to be chipped is a bit ridged.